Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set adhesive issue event on 22-feb-2026. The infusion set was accidentally pulled out during use. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.